Event description:
Sorin group (B)(4) received a report that the pump cover magnet fell off the pump cover and caused a pump failure during the procedure. The issue did not cause any patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump cover magnet fell off the pump cover and caused a pump failure during the procedure. The issue did not cause any patient injury. The investigation is currently in process. A follow-up report will be forwarded after the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump cover magnet fell off the pump cover and caused a pump failure during the procedure. The issue did not cause any patient injury. To resolve the issue, a replacement pump cover has been provided to the customer. No product was returned to sorin group (B)(4) for investigation. This issue is a known issue and is addressed by CAPA (B)(4). A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. A CAPA ((B)(4)) has been opened to address this issue and change order (B)(4) to change the mold has already been implemented as a correction.